Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, discrepancy between sensor glucose value and blood glucose value. The customer reported hypoglycemia blood glucose value was 38 mg/dl and the sensor glucose value was 62 mg/dl. The customer treatment was not documented. The event involved product(s) unomedical, mmt-1884, mmt-332a, mmt-7841zn, mmt-7040a. Troubleshooting was performed. The customer reported that the value difference was not within target range of 30 percentage. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7841zn. Mmt-7040a was requested and customer response was the device will be returned. The customer will discontinue the use of the sensor.